Event description:
Patient was implanted in 2005--thirteen days later, her wound opened and has been draining ever since. She had surgery to treat a sinus tract wound, but the wound continues to drain and will not heal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.